Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer'[s complaint was confirmed. The device system board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator failed a step during testing. There was no harm or injury reported.